Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was an infection at the implantable neurostimulator (ins) site. The patient had acute swelling and erythema over and around the battery site. The patient had fever of 102 with chills and migraine. Interventions included explanting and not replacing the entire spinal cord stimulator system. The event resulted in in-patient hospitalization, emergency room visit, and an unscheduled clinic or office visit. The patient was started on IV antibiotics. Lab testing showed (B)(6). The etiology was noted as related to the device or therapy and possibly related to the implant procedure. The outcome was resolved without sequelae. Relevant medical history included: spinal pain, post surgical neuritis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.